Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative(rep) reported they met with the patient on (B)(6) 2016. It was stated the patient didn¿t remember the exact date of their fall but would have been in early (B)(6). It was stated that the migration of the implantable neurostimulator (ins) was reported only after the patient¿s fall as a result of impacting the ins from the fall. The rep indicated that the patient¿s pocket revision surgery occurred shortly after the patient¿s fall in mid-(B)(6). The ins migration was caused directly as a result of the patient¿s fall.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient was experiencing post-implant pain, as well as shocking and migration of their implantable neurostimulator (ins). It was reported that the patient fell on a tree root that impacted the battery on (B)(6) 2016. However, it was later stated that the patient fell on a hard root and had direct contact in (B)(6) 2016; the exact event date is unclear. It was noted that the patient slept for the first time in ten years after receiving their implant on (B)(6) 2016. Then, eight days later, the patient woke up after an hour with an alarming rolling sensation and their right side of their back felt like it was on fire and they couldnt touch it. The manufacturer representative reported that the patients ins battery fell out of its pocket and had to be revised. The patient then began experiencing an intense shocking feeling from simply rotating a hand to jogging. Since then, the patient had turned their system completely off, despite knowing that they wanted and needed a functioning system. It was also reported that the patient perceived that their leads moved parts of an inch overtime. The patients issues have not yet been resolved. The manufacturer representative was to follow up with the patients healthcare provider (hcp). The patients status at the time of this report is alive, no injury. Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.